Event description:
It was reported the subject device presented blurry image during setup/ inspection for use, before patient in room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens had corrosion, adhesive around objective lens had corrosion, and adhesive on bending rubber section (a-rubber) had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damage on objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.